Event description:
Situation: tpn tubing found leaking. Background: this infant was ordered for continuous neonatal tpn infusion. Upon assessment at 0700, tubing was found to be persistently leaking from y site closest to patient. Assessment: infusing medication: neonatal tpn,temperature: room temperature, infusion rate: 5 ml/h, product: baxter 60 drop clearlink solution set, mfg: baxter, lot#: (10)r23a10154, infor#: (B)(4), leak site: y connector site closest to patient. This leak was noted during therapy after several hours of infusion. This leak was dynamic in nature. Pump alarms: none present. Recommendation: app was notified. Tpn infusion will be switched to clear ivf once available. When this leak occurred, the tpn line has to be completely changed over and the infant goes without the necessary nutrition until the next morning when the new tpn is prepared. Manufacturer response for IV tubing, IV tubing baxter 60 drop clearlink solution set (per site reporter).